Event description:
The hosp reported that during the bypass procedure, the bio-cal model 370 heater/cooler, displayed a "watch dog" error. The perfusionist changed out the unit to continue the case with no effect to the pt.